Manufacturer narrative:
The investigation for the low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely a kinked cannula. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 36 year-old female with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. As soon as the impella cp device was started, the pump generated suction alarms and flows decreased. The impella device was replaced with another impella device, and the same issues persisted. The medical staff determined the patient had a short aortic root and the impella device¿s cannula was kinked in the patient¿s anatomy. An intra-aortic balloon pump was placed instead. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.